Event description:
I had a left total hip replacement on (B)(6) 2008, I received the depuy pinnacle sector ii total left hip system acetabular cup sz 54mm. On (B)(6) 2011 I had a hip aspiration, which showed elevated cobalt ions indicating I had metal-on metal synovitis due to the failure of this product. I had a left hip revision on (B)(6) 2011, requiring add'l hospitalization. Preop diagnosis: failed left metal-on-metal hip. Blood loss: 500 cc. Indications for procedure: the pt is (B)(6) male who presented to the office after we had requested labs due to this metal-on-metal potentially issue. All our metal-on-metal pts are obtaining labs at our request for potential elevations in cobalt chromium. The pt did have significant elevations of his cobalt up to the level of 80. A subsequent aspiration was performed early in (B)(6) of the hip to determine exactly what to do about this. The pt was completely asymptomatic and did not have any x-ray evidence of any abnormalities. However, the aspirate did demonstrate significant typical fluid from metal-on-metal reactivity in the left hip. After discussing the options, at this point we elected to proceed with revision to a ceramic on highly crosslinked polyethylene liner. The pt was consented.